Event description:
As reported by the user facility: critically ill patient receiving 3 vasopressor infusions. Pump running norepinephrine alarmed for downstream occlusion with no evidence of a downstream occlusion. The bedside clinicians were unable to resolve the alarm, despite troubleshooting. While the pump was alarming, the patient's critical norepinephrine was no longer infusing, which led to periarrest with acute hypotension with maps in the 40s. Epinephrine IV push with given and a new pump was obtained. The patient's blood pressure improved afterwards.